Event description:
Ous MDR - (B)(6) 2014, the battery status was mol2, 2.97v with 33% remaining battery. On (B)(6) 2014, the battery had 13% left and on (B)(6) 2014 10% left. The patient was paced 38% in the rv. The ra and rv lead parameters were stable and within the normal ranges. In (B)(6) 2014, the patient had an af episode with fast conduction to the ventricles (within the programmed vf zone), which led to an atp single attempt and one aborted shock. This device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol2. A number of 16 charging cycles was documented to the device memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. Afterwards, the current consumption of the ICD was measured and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened and the inner assembly inspected. Visually no deficiencies were observed. The current consumption of the ICD was measured revealing no anomalies. All measured data was found to be normal and as expected. Therefore, a long-term pacing test under thermal strain and a mechanical stress test was performed, while monitoring the current consumption of the electronic module. During this thorough analysis no indication for a device malfunction was found, in particular the current consumption of the device was normal and as expected throughout all measurements. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, despite a thorough analysis of the electronic module no conclusion could be drawn regarding the root cause for the elevated current consumption. Considering the amount of charge taken from the battery, the battery status was found to be anticipated. The ICD was fully capable to deliver therapies while it was implanted and in service. There was no indication of a material or manufacturing problem.